Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation.

Event description:
Pt implanted 2005. Never healed; fighting infection the whole time. Mesh was explanted 2007 -mesh was hanging out of wound; 6-8 inch piece of "fishing line" also came out of pt. Pt had bowel perforation and 12 inches of bowel was resected.